Event description:
A malfunction on the customer's pump was reported. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer, unable to take immediate action due to the pump's malfunction, but had planned to use multiple daily injections (mdi) to address the elevated bg level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.